Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received a defective catheter whose balloon ruptured bd item #(B)(4). Customer had only been wearing it for 3 weeks. We are reaching out to inform you that this is possibly a defective product.